Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on evaluation findings of the device, abnormalities to the image occurred due to the video signals to the processor were interrupted cuased by damage to the cable. The root cause of the reported issue was not identified. The product shipment record was confirmed and found no abnormalities with the device. The likely probable cause of reported failure was due to user's handling. As stated on the IFU and as a preventive measure, the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed. A shortage in cable was identified causing the image to flicker, goes and on and off. The device was placed for repair. Based on evaluation findings, the reported issue was identified to be attributed to a shortage in cable. The root cause of the shortage cable was due to electronic component failure. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
It was reported that during preparation for use on a diagnostic procedure, the device exhibited a flickering, poor image. There was no patient involvement reported on this event.